Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735992, serial/lot #: (B)(6) , h3: a manufacturer representative went to the site to test the equipment. In summary, hardware parts were replaced. Codes fdm b01, fdr c13, fdc d02 are applicable to this analysis. D9, h2, h3: the hardware was returned and analysis was performed. The legacy checkpoint was tested and the wan, dmz, and all eight ethernet ports were found to be functioning properly, but it did not pass configuration validation. The device was subsequently factory reset and reconfigured, after which it successfully passed all validation checks. Codes fdm b01, fdr c10, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was an issue with electronic picture archiving and communication systems (pacs) configuration. There was no patient involvement.